Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the filter struts outside the walls of the inferior vena cava (ivc). As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported ivc perforation could not be confirmed without procedural films for review. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the filter struts outside the walls of the inferior vena cava (ivc). As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of intracranial hemorrhage. The indication for the filter placement was reported to be a recent deep vein thrombosis (dvt) with a contraindication to anticoagulation therapy. The filter was implanted via the right femoral vein and placed slightly below the renal veins. The patient is reported to have tolerated the procedure well. Approximately six years and nine months after the implantation, the patient became aware that the filter strut(s) had perforated outside the inferior vena cava (ivc) after having undergone a computerized tomography (CT) scan. The patient further reported having experienced emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported ivc perforation could not be confirmed without procedural films for review. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the filter struts outside the walls of the inferior vena cava (ivc). As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The following additional information was received per the patient¿s implant records: the indication for filter placement was deep vein thrombosis (dvt). The patient had a history of intracranial hemorrhage with contraindication for anticoagulation. The patient also had a history of dvt in the lower extremities, and it was determined that an inferior vena cava filter would be beneficial. A trapease permanent filter was deployed slightly distal to the renal veins. Deployment was without difficulty. A completion venogram was obtained with no evidence of filter migration. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately six years and nine months post implantation. The patient reports perforation of filter strut(s) outside the ivc. The patient further reports that these injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the filter struts outside the walls of the inferior vena cava (ivc). As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The following additional information was received per the patient¿s implant records: the indication for filter placement was deep vein thrombosis (dvt). The patient had a history of intracranial hemorrhage with contraindication for anticoagulation. The patient also had a history of dvt in the lower extremities, and it was determined that an inferior vena cava filter would be beneficial. A trapease permanent filter was deployed slightly distal to the renal veins. Deployment was without difficulty. A completion venogram was obtained with no evidence of filter migration. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately six years and nine months post implantation. The patient reports perforation of filter strut(s) outside the ivc. The patient further reports that these injuries have caused emotional distress, mental anguish, anxiety and stress.